Event description:
It is reported that the pt's glenosphere has disassociated and the pt will need to be revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.